Manufacturer narrative:
Results evaluation: this file is in litigation and we will not likely be receiving enough info for a thorough investigation. If more info is obtained then a follow up report will be submitted. A review of the complaints database show no other reports on this device lot number. A review of the manufacturing records show no problems noted during MFR. Without knowing what the injury was from there is no way to determine a cause for this event.